Event description:
It was reported the r wave measurement was diminished. Fluoroscopy image showed an apparent lack of slack in the right ventricularlead. It was also confirmed by fluoroscopy that the left ventricular lead was dislodged and pulled back into the pocket area. Physician verbalized the possibility the patient may have twiddler's syndrome. Both leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947 implantable tachy lead 2012-(B)(6), explanted: 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary, serial number (B)(4): the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.